Event description:
During surgery the appendix was surgically detached and placed in the endopouch specimen retrieval bag which ruptured. The appendix fell from the pouch. It has been reported the endopouch has broken before.